Manufacturer narrative:
Recall: 1627487-12192011-003-r. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient has not used or charged the ipg for over six months. The patient's charger does not turn on or communicate with the ipg. The programmer displays communication error. The patient does not have stimulation. Replacement external devices were sent to the patient. The patient is pending an appointment with the physician and an sjm representative.